Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) recorded episodes where over sensing of right atrial activity was over sensed in the left ventricular (lv) lead channel. It was suggested that this could be related to the initial implant position of the lead, being in a more basal position. The field representative moved patient around and was able to recreate this. Changing sensing vector or just turning lv sensing to off was suggested. The crt-d remains in service at this time. No adverse patient effects were reported.